Manufacturer narrative:
Please note update to the UDI#. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The device was returned but the engineering report is pending. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of 5f mynxgrip device for vascular closure, the sealant came out. There was no patient injury and the device will be returned for analysis.

Manufacturer narrative:
During use of 5f mynxgrip device for vascular closure (vcd), the sealant came out. There was no patient injury. Multiple attempts to obtain additional information were made without success. A non-sterile mynxgrip vascular closure device was returned for analysis. Per visual analysis, the shuttle cartridge was engaged to the black handle. The procedural sheath and sealant were not returned with the device. The advancer tube was separated from the catheter. The catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during deployment. No visual damages or anomalies were observed. Per microscopic analysis, the advancer tube¿s distal tip was free of damage. A product history record (phr) review of lot f1914401 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant dislodged¿ was not confirmed as the sealant was not returned with the device for analysis. The exact cause of the reported event could not be conclusively determined. Based on the limited information available for review and the product analysis, it is not possible to determine what factors may have contributed to the reported issues since the sealant was not received, and therefore, a complete physical investigation could not be performed. However, procedural/handling factors of the device are possible since the returned product showed proper complete removal from the patient and no anomalies were noted to the device. According to the product¿s instructions for use (IFU), which is not intended as a mitigation, step 3: remove device, it instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Users are also informed to maintain fingertip compression on the skin during removal of the advancer tube from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall, resulting in the reported incident. Neither the phr review, nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.